Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if patient's anatomy met criteria for indications for use. Use of the palmaz stent is off-label. No conclusion can be drawn at this time.

Event description:
In 2009, patient had successful implant of a 28-16-120bl bifurcated device, a 34-34-80le infrarenal proximal extension and a 16-16-55l limb extension. The procedure was completed with good results. Follow up images revealed a proximal type I endoleak. Three months later, the patient was treated with a palmaz stent with good results.